Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they needed to get their implant replaced because their implant moved up two vertebrae and caused a leak. Pt mentioned fluid leaking into their brain.